Event description:
This case reported by a health care professional, concerns a female patient with a history of chronic skin graft versus host disease (gvhd). In 2006, during drawing in cycle 1 of an extracorporeal photopheresis (ecp) treatment, the operator heard a loud noise coming from the centrifuge bowl (size xt 125cc). The blood leak alarm was then triggered. Blood had leaked onto the outside of the instrument and the vacuum board. The operator then stopped the therapy and noted that the base of the bowl had come apart at the bottom. The operator estimated blood loss to be 100cc as no blood was re-infused back to the patient. Vital signs remained stable and no medical intervention was performed on the patient. The treatment schedule for this patient was 2 consecutive treatments every two weeks. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator.

Manufacturer narrative:
Device was not returned for evaluation but the data key was returned. It confirms blood leak alarms and bowl vaccum alarms. The centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA and competent authorities outside the us have been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.